Manufacturer narrative:
The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." It also states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. "Appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a failed self-test was confirmed. The centrimag 2nd generation primary console was returned to mcs zurich for analysis and was evaluated. The log file was downloaded from the console for review. A review of the downloaded log file showed on 31dec18 the sub fault ¿sf_sps_power_button_inconsistent¿ occurred and triggered the alert ¿on self-test fail: s1¿. This fault was able to be reproduced. When the console was switched on, the self-test failed and the s1 alert was present. The power button was replaced with a new one. The console was then able to pass the initial self-test. The console was switched on and off 20 times and always functioned as intended. The console was tested with a test motor, flow probe, and loop. It was able to operate as intended from 1000 rpm with 1.5 lpm up to 5500 rpm with a flow of 9.0 lpm. The root cause for the failed self-test was conclusively determined to be due to a defective power button. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the device failed the self test prior to use on a patient. No additional information was provided.

Manufacturer narrative:
Section event: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that hospital biomed specialist received battery maintenance instructions. Console passed self test and battery maintenance unremarkable. No further issues were reported.